Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined. Since no device serial number was provided, it is unknown if this event has been previously reported.

Event description:
It was reported that the implantable pulse generator (ipg) stored sleep timer data changed from the programmed setting. The physician questioned if this was due to using different programmers. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.